Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes due to myopotentials were observed. Further testing was performed and the oversensing beats were reproducible but no interventions were performed to resolve the event. The patient was in stable condition and will continue to be monitored.